Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the atrial perception was low and unstable and was the same situation when trying many different positions. A location was finally found where the sensing was stable, but it became diminished when the implantable pulse generator (ipg) was removed. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.